Event description:
It was reported that in central processing, customer indentified frayed wires on the mega suturecut needle driver instrument. Nothing reportedly fell into the patient. The instrument was not used on a patient after the reported issue was identified and there was no allegation of harm or injury to a patient.

Manufacturer narrative:
The mega suturecut needle driver instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found the instrument grip cable to be broken at the distal idler. The idler pulley spun freely and was not damaged. The cable segment stuck out at the instrument wrist. The other cables at wrist were not damaged. Failure analysis investigation also found mechanical indentations at the edge of the distal pulley and visible scratches on the surface of the pulley. No other damage was found. It was concluded that the damaged to pulley was may be due to mishandling. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments.